Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure the devices allegedly failed to align properly. It was further reported that after removing the catheters from the patient without incident, the electrode was identified allegedly bent. Reportedly, no fistula was created and the procedure was aborted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the sample was not returned. A photo of a 4f wavelinq venous catheter was attached to the file and reviewed. The catheter appears bloody and the electrode appears to be bent. A video image review was also performed and found that there is too much overlap of the distal magnets, which suggests that the rotational alignment and the distance between the catheters is not appropriate. In addition, the distance between the catheters is questionable because the proximal magnets are too far apart, but the resolution was too poor to conclude if the electrodes were bent. The investigation is confirmed for a bent electrode due to the photo review. The investigation is also confirmed for failure to align due to the image review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. A photo and case data video were provided and are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure the devices allegedly failed to align properly. It was further reported that after removing the catheters from the patient without incident, the electrode was identified allegedly bent. Reportedly, no fistula was created and the procedure was aborted. There was no reported patient injury.